Event description:
The event is reported as: complaint reported as the following: "post intubation huge leakage when ventilated. During a more diligent examination of the tube it was seen that there was a larger tear at the tube connector "sher-I-swift fo 15mm". There was no harm to the patient, no patient damage."

Manufacturer narrative:
Unknown if sample is available for evaluation, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.